Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power-on reset. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, and pacing functions of the device were tested and found to be normal. The device¿s high voltage (hv) output function was tested, and damage was found in one of the device¿s high voltage output transistors. The transistor damage appeared consistent with that caused by an anomalous lead. Throughout testing in the laboratory, the backup operation could not be reproduced. The reported field even of backup operation is consistent with external interaction during procedure. During analysis, a failure event was observed which was unrelated to the reported event. The device image was reviewed, and inappropriate measurements were observed in the battery measurement log and the fuel gauge measurement log. The device was programmed to measure its battery voltage at an accelerated rate in the temperature chamber. The accelerated measurement data did not exhibit any abnormal measurements. The cause of the inappropriate measurements could not be determined.

Event description:
It was reported that the patient presented for a defibrillation lead implant procedure in the hospital on (B)(6) 2021. While attempting to implant the lead, it was noted that the implantable cardioverter defibrillator (ICD) had gone into backup vvi mode. The ICD was removed and replaced without further incident in the same procedure. The patient was in stable condition.